Manufacturer narrative:
Additional information - user facility information has been updated.

Manufacturer narrative:
(B)(4): a physio-control service agent examined the customer's device and verified the reported failure. The service agent then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported failure was the therapy pcb assembly.

Event description:
The customer contacted a local physio-control service agent to report that their device had a service indicator present and would no longer provide defibrillation energy, if necessary. There was no patient use associated with the reported event.